Manufacturer narrative:
The cause for the decreased neat advia centaur xp ca 15-3 values compared to the diluted values is unknown. The sample is not available for testing, however, an additional sample was drawn and retested on the advia centaur xp ca 15-3 assay and results were similar to the results of the initial sample. The diluted result of 383 u/ml was reported to the physician and the patient. A possible cause of the decreased neat value is the presence of heterophilic antibodies in the sample. The limitations section in the instructions for use states: " heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis." There were no other reports of discordant results between neat and diluted samples and the customer reported that quality control (qc) results are within range. The issue appears to be specific to this patient sample. The instrument is performing within specification.

Event description:
Customer reports discordant results between a neat serum sample and the diluted serum sample with the advia centaur xp ca 15-3 assay. The patient sample was redrawn and the results were similar to the results from the original sample. The initial results were not reported to the physician. There are no reports of prescribed or altered treatment based on the results. There was no report of adverse health consequences due to the discordant ca 15-3 results.